Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photo provided. The customer returned one photo of the 30gx8mm bd shelf carton. The customer reported lack of batch number info. The photo was examined, and it was observed that the lot number, manufacturing date, and expiration date is missing from the shelf carton. A review of the device history record was completed for batch# (B)(4) . All inspections and challenges were performed per the applicable operations qc specifications. H3 other text : see h10.

Event description:
It was reported that 4 boxes of the bd ultra-fine¿ ii short needle insulin syringe label information was illegible. The following information was provided by the initial reporter: verbatim: lack of batch# info.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 boxes of the bd ultra-fine¿ ii short needle insulin syringe label information was illegible. The following information was provided by the initial reporter: verbatim: lack of batch# info.